Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. Unrelated to the original complaint, there was moisture damage observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the keypad flex connector. The keypad was found to be undamaged and all the buttons were responsive. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.